Manufacturer narrative:
The customers report that blood remains in maxzero housing after lab draws was confirmed. Photos provided by the customer observed blood in the housing body of the maxzero that connects to the stopcock. No product will be returned per customer.

Event description:
It was reported that it was difficult to clear the needless connector of blood after drawing blood for labs in the nicu; requiring unnecessary changes of the connectors. There was no patient impact, and the customer has been provided training tips to prevent this from re-occurring.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation. Patient demographics not provided.

Event description:
It was reported that with the microclave there was always a drop of blood on the syringe hub.